Event description:
It was reported that the pump motor stalled due to an MRI (magnetic resonance imaging). It is unk how long the stall lasted; no motor stall recovery was noted in the event logs at the time of the report. No pt symptoms were reported. The type of medication, concentration, and daily dose being administered via the pump were not reported. Several attempts to obtain add'l info have been made without success.